Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. In turn, x-rays confirmed the lead migrated. Surgical intervention may be pending.

Event description:
Additional information indicates the system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A patient experienced ineffective stimulation was reported to abbott. X-rays confirmed the lead had migrated. As a result, the patient was sent back to their pain management physician for other treatment options. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.